Event description:
Tip of the arterial bloodline broke off in the arterial port of the tesio catheter following reinfusion. Pt had dialyzed the entire treatment. When pt attempted to disconnect the bloodline from the catheter, the tip cracked and broke off inside the catheter port. Facility was unable to flush the arterial side of the catheter with normal saline or fill with heparin. The clamp on the catheter opened during incident and pt appeared to get air into the catheter. Sent to hosp via ambulance due to possible air embolism.